Event description:
(B)(6) returned his care max dprl to our company with a note that there are safety issues. I called (B)(6) to inquire what his issues were. (B)(6) stated that he rec'd two burns on his left shoulder from using the unit for approximately 25 minutes. He stated that he did use the protective material between the unit and his body that he only had a t-shirt on. (B)(6) did not seek medical attention and has been treating the wounds himself. He was not sure the exact date of the incident but felt it was about 2 weeks prior. As of today the burns are healing slowly.